Event description:
It was reported that the on/off button on the customer's device was intermittently functioning. This could prohibit the device from powering on during a patient event. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. As a precaution, the main keypad assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and observed that the metal dome on the left side of the on/off button was worn; however, there were no power discrepancies observed during testing.